Event description:
It was reported that 10 ll vlv adpt(stand alone) experienced spontaneous disconnection. The following information was provided by the initial reporter: will pop up when used. The empty needle will bounce when used.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/21/2020. H.6. Investigation: ten 2000e samples from lot 20035978 were received for investigation in sealed packaging. The connecting product in use at the time of the customer's experience was not returned to assist the investigation. A visual inspection did not identify signs of damage or manufacturing defects which could have contributed to the customer's experience. The samples were subjected to functional testing by connecting each to a 10ml bd luer slip syringe from retained stock and flushing with fluid; no inadvertent disconnection was observed throughout testing. A review of the production records for lot 20035978 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the reported issue in this instance. Testing of the returned samples did not identify any product defects or quality deviations that could have contributed to the customer¿s experience. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 10 ll vlv adpt(stand alone) experienced spontaneous disconnection. The following information was provided by the initial reporter: will pop up when used. The empty needle will bounce when used.